Event description:
It was reported that post a femoral distal bypass procedure a balloon protective sheath was found in the pt's leg. The physician performed an angioplasty procedure on the mid superficial femoral artery (sfa) using a sterling balloon and the procedure was successfully completed without any pt complications. Two mos later the pt was re-admitted with acute thrombosis in the sfa and popliteal artery above the knee. The physician successfully conducted a femoral distal bypass and during the procedure, it was discovered that a sterling balloon protective sheath was lodged in the popliteal artery below the knee. The physician removed the protective sheath and the surgery was deemed to be successful. No pt complications were reported and it was noted that the pt has recovered well after the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.